Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) suddenly stopped functioning as expected. The patient feels a loss of fluid and he has been unable to inflate the prosthesis, sometimes the pump remains flat. In addition, the patient feels discomfort in his penis. The patient underwent an ultrasound and imaging revealed an empty reservoir and a collapsed right cylinder. The patient has an appointment with his physician on (B)(6) 2022.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) suddenly stopped functioning as expected. The patient feels a loss of fluid and he has been unable to inflate the prosthesis, sometimes the pump remains flat. In addition, the patient feels discomfort in his penis. The patient underwent an ultrasound and imaging revealed an empty reservoir and a collapsed right cylinder. The patient underwent surgery to replace the pump. However, the device is still not performing as expected. Ultrasound revealed an empty reservoir. Therefore, a complete replacement was requested. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump underwent a thorough analysis. It was visually and microscopically examined, and leak tested. Microscopic observation found contamination in the pump; therefore, functional testing could not be conducted. The patient symptom of discomfort is a known inherent risk of implant of these devices as noted in product instructions for use. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump underwent a thorough analysis. It was visually and microscopically examined, and leak tested. Microscopic observation found contamination in the pump; therefore, functional testing could not be conducted. The patient symptom of discomfort is a known inherent risk of implant of these devices as noted in product instructions for use. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) suddenly stopped functioning as expected. The patient feels a loss of fluid and he has been unable to inflate the prosthesis, sometimes the pump remains flat. In addition, the patient feels discomfort in his penis. The patient underwent an ultrasound and imaging revealed an empty reservoir and a collapsed right cylinder. The patient underwent surgery to replace the device. There were no patient complications reported.